Event description:
It was reported that during a bph surgical procedure, fiber got twisted just distal to the rotating knob; aiming beam stopped working during case and cap became dislodged. The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: "no injuries witnessed due to ineffective fiber" reported. No further information has been provided.